Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide  model: ust400. 17845-5a-aw rev b 09/17.  Changing your pod   chapter 3 / pages 33 . Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the patient¿s experienced pain and bleeding while wearing the pod between 24 and 36 hours. Patient stated the needle did not retract at the insertion site (arm); this indicates a needle mechanism failure. The pod was removed and a new pod had yet to be applied.

Manufacturer narrative:
Investigation found the hard cannula protruding extensively past the viewing window. Visual inspection through the outer housing found that hard cannula was not sitting in the slide retract. That was confirmed after the pod was opened. Found no visual evidence of damage on the slide retract where the hard cannula sits indicating that the hard cannula was improperly installed in the slide retract. Found scoring marks on the inside of the top housing near the linkage assembly pivot post.